Manufacturer narrative:
The customer's biomed confirmed the touchscreen calibration issue. The customer's biomed reported that the problem was corrected by calibrating the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The caller reported that the touchscreen was not working correctly. There was no patient involvement.